Manufacturer narrative:
This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that following the implant procedure, this right ventricular (rv) lead exhibited loss of capture (loc) on the electrogram (egm). Technical services (ts) was consulted, and further evaluation indicated that the lead had dislodged. Additionally, the patient later presented to the emergency room (ER) with heart block. Subsequently, the patient underwent a revision procedure during which a new rv lead was implanted. No additional adverse patient effects were reported.